Event description:
In 2004, the pt returned complaining of chest pain. Angiography revealed the proximal end of the recently placed taxus stent had thrombosed, occluding the lad artery. The physician used a pt graphics wire to pass through the thrombus and inserted a 2.5 mm x 20 mm nc ranger balloon. After balloon inflation there was reestablished flow into the lad, but the majority of the stented segment had persistent thrombus with diffuse irregularity. The physician then balloon dilated with a maverick 3.0 mm x 30 mm balloon the previous taxus stent and distal to the stent. The physician then deployed a taxus 3.5 mm x 12 mm stent over the takeoff of the first diagonal extending into the previous stent. This was post dilated as well as the initial taxus stent with a 3.25 x 15 maverick balloon. The angiographic result was good with no residual stenosis in the proximal lad. IV heparin and integrilin were administered. The status of the pt is listed as good.

Event description:
In 2004, the pt returned complaining of chest pain. Angiography revealed the proximal end of the recently placed taxus stent had thrombosed, occluding the lad artery. The physician used a pt graphics wire to pass through the thrombus and inserted a 2.5 mm x 20 mm nc ranger balloon. After balloon inflation there was reestablished flow into the lad, but the majority of the stented segment had persistent thrombus with diffuse irregularity. The physician then balloon dilated with a maverick 3.0 mm x 30 mm balloon the previous taxus stent and distal to the stent. The physician then deployed a taxus 3.5 mm x 12 mm stent over the takeoff of the first diagonal extending into the previous stent. This was post dilated as well as the initial taxus stent with a 3.25 x 15 maverick balloon. The angiographic result was good with no residual stenosis in the proximal lad. IV heparin and integrillin were administered. The status of the pt is listed as good.

Event description:
It was reported that 2 days after a coronary drug eluting stenting treatment procedure, the pt developed a subacute thrombosis. In 2004, the physician had implanted taxus express2 2.75 x 32mm and taxus express2 2.75 x 12mm drug eluting stents in the lad. The pt returned two days later with a subacute thrombosis. The pt returned for intervention which consisted of revascularizing the lad with an nc monorail balloon catheter. The diagonal branch was treated with a cutting balloon. It was reported that the pt had a "clotting disorder" and had previously been on coumadin, but had discontinued it. The pt reported this info to the staff upon their return for treatment of the sat. No other info is available at this time.

Event description:
During the initial procedure in 2004, the physician used a voda l4.0 guide catheter and a 0.014 choice floppy guide wire to cross the site of the occlusion and the severe stenosis in the mid segment of the lad. A 2.0 mm x 20 mm nc ranger balloon was inflated and restored flow to the distal lad. However, there was a significant dissection after the initial balloon inflation. The physician then passed a taxus express2 8.8% 2.75 mm x 32 mm proximal to the takeoff of the first diagonal branch. It was successfully deployed and established flow to the distal vessel. The angiographic result was good. The physician then successfully deployed a taxus express2 2.75 mm x 12 mm stent, overlapping the first taxus stent in the mid lad and covering a 90% mid vessel stenosis. After 2 high pressure inflations to 16 atms, the final angiographic result was good. The pt is listed in stable condition.